Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/28/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a rupture in a breast implant and development of a seroma. During evaluation of the sample, it was noted the upper aspect of the device was missing. The area of missing material measured approximately 15 cm x 2 cm. Additional testing was not performed to avoid compromise the device integrity. No additional anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Possible causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Additional information was received on (B)(6) 2019, patient experienced abrupt right breast pain and swelling she treated with heat and ice without relief that began (B)(6) 2019. The patient described the breast as tight and painful and underwent ultrasound examination of the right breast to evaluate for seroma/hematoma on (B)(6) 2019. Therefore, event date changed from (B)(6) 2019 to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant products: 600cc mentor smooth round high profile memorygel breast implant catalog: 3506004bc lot: 6792049 sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision surgery with a 600cc mentor smooth round high profile memorygel breast implant experienced right-sided rupture. A magnetic resonance imagery was performed on (B)(6) 2019 which confirmed right side breast rupture. Patient also experienced symptoms of acute pain, swelling, asymmetry on her right side and seroma. As a result, the patient underwent removal and replacement with a 600cc mentor smooth round high profile memorygel breast implant sn: (B)(4) on (B)(6) 2019.